Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for device change-out due to normal battery depletion. During device interrogation prior to the procedure, loss of capture was observed on the left ventricular lead. All lv pacing vectors were tested, but none showed consistent lv capture even when pacing at the max output. During the procedure, the lv lead was repositioned to obtain lv capture, but the issue remained. Even after repositioning, the lv lead still did not consistently capture at the maximum pacing output. The new device was connected, but the lv lead was programmed off. Further device programming changes were performed to minimize rv pacing. The physician elected not to implant a new lv lead because the patient¿s ejection fraction was 55% and did not meet indication for lv pacing at the time. The patient was stable throughout the event.